Manufacturer narrative:
The investigation determined that imprecise quality control (qc) results were obtained from a non-vitros (biorad) fluid using vitros amon microslides on a vitros 5,1 fs chemistry system. The investigation concluded the most likely assignable cause is instrument related associated with microslide incubator contamination. After cleaning the microslide cm/rt incubator evaporation caps; acceptable vitros amon performance was obtained.

Event description:
A customer obtained imprecise quality control (qc) results from a non-vitros (biorad) control fluid using vitros amon (ammonia) microslides on a vitros 5,1 fs chemistry system. Biorad lot 54223 (l3) results of 135.2, 154, 158, 144, 175, 175, 160, 151, 168, 142, 154, 167, 149 and 161 umol/l vs. The expected result of 229.7 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The imprecise vitros amon results were generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).